Manufacturer narrative:
(B)(4). The device has been returned for analysis, however the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the 5.0x60mm smart flex stent could not be deployed and the tip of the sds (stent delivery system) was found to be "loose." There was no further information available. The product will be returned for analysis. Addendum (12/07/2015): the tip fracture was observed during use on the patient, there was no report of patient injury. There is no further information available.

Manufacturer narrative:
The product was received, however the engineering evaluation has not yet been completed. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: a report was received that the stent of a 5 x 60mm 120cm smart flex stent delivery system (sds) could not be deployed and the tip of the sds was loose. The procedure was completed with no reported patient injury. Attempts to obtain further details regarding the patient, vessel characteristics and/or procedural details have been unsuccessful. Though one device event was reported, the site returned three 5 x 60mm 120cm smart flex devices. Attempts to clarify this discrepancy have been unsuccessful. (B)(4): one non-sterile smart flex 5x60 vas, 120cm was received coiled inside a plastic bag with a partially deployed stent (by about 2cm) and with the hemostasis valve open. No fracture or other type of damage was observed. Microscopic analysis of the entire device revealed no anomalies other than the partially deployed stent. Functional testing of the deployment process was successfully performed. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Of note, this lot of products is noted to have expired prior to the reported use of the event. The reported ¿catheter tip - fractured" event for the first device ((B)(4)) was not confirmed based on the results of the visual and microscopic analyses. The reported ¿sds ¿ deployment difficulty-unable¿ event was not confirmed based on the results of the functional analysis. However analysis of the returned device did confirm a partially deployed stent. The reported ¿catheter tip - fractured" events for the remaining two devices ((B)(4)) were not confirmed based on the results of the visual and microscopic analyses. The reported ¿sds - deployment difficulty-unable" events for these two devices were not confirmed based on the results of their functional analyses. The exact cause of the reported events could not be conclusively determined. The product instructions for use cautions the user that if resistance if felt when initially retracting the outer deployment sheath, they should not force deployment. Users are guided to withdraw the sds without deploying the stent. They are further instructed that the tuohy borst valve on the handle must be loosened to allow free movement of the pusher tube during advancement. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. Neither the device history record reviews nor the product analyses suggest that the reported events were related to the manufacturing process. A risk assessment has been initiated to address this issue.